Event description:
During verification testing at the service center, it was noted that the 3vdc connector of the device was melted and charred.

Manufacturer narrative:
The device was received. Investigation is not complete. The event that is being reported was noted during verification testing: therefore, user facility event codes are not applicable in this case.